Event description:
Information was received indicating that the extra dose setting on a smiths medical cadd-legacy duodopa ambulatory infusion pump was not set within the prescription. It was reported that the extra dose was set to 1.0 ml instead of 0.8 ml. Per reporter, additional information is not available. No adverse patient effects were reported.